Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD), implanted approximately two months, displayed a battery status of mol2. Information also confirmed that the patient only received one delivered therapy during this implant period, which occured at implant.